Event description:
It was reported by service report that the retaining post was loose and the screw hole was stripped. The customer could not determine whether there was pt involvement or adverse consequences occurred.

Manufacturer narrative:
Pin bracket.